Event description:
Facebook complaint received: "there is only one healthy way to lose weight and that is to cut back and be active. Every weight loss surgery have a long term effect that maybe the doctors don't know or don't tell u. I had the lab band about 10 years ago and it it's 10 years later and I just had it removed it had eroded in my stomach and left a hole in my stomach that could have been fatel".

Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Patient did not want to provide any information. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.